Manufacturer narrative:
The returned device was evaluated. During evaluation the device did not power off by itself during 48 hours of testing. It was also found that the measured battery voltage was not at the nominal voltage. The battery voltage did not increase when the ac power was applied. The battery was replaced and the unit functioned as designed. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed.

Event description:
It was reported that the device sometimes turns off by itself. Customer indicated that there was no error message and/or audible alarm. The issue occurred on both ac and battery power. No known impact or consequence to patient.